Event description:
Un-reporting medwatch due to no complaint against device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leak".

Event description:
Healthcare professional reported, right side "possible leak". Device remains implanted.